Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced inaccurate continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that at the time of the inaccuracy, the patient was feeling low, took a bg meter reading and was able to treat themselves with juice. No medical intervention was needed. At the time of contact, the patient was fine. Data was provided for evaluation. The reported issue of cgm inaccuracies was not confirmed. A root cause could not be determined. Additional event or patient information is not available.